Manufacturer narrative:
The thermogard ivtm console was evaluated by zoll service at the customer site. The reported complaint of the thermogard ivtm system (serial #(B)(4)) generated an alarm with unknown error codes was confirmed based on the event log review and during the initial functional testing. Based on the archive data review and functional testing, the unknown error codes occurred during the patient use were tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high). The root cause for the tcmid:05 and tcmid:07 error was due to a defective lm34 temperature sensor, likely due to defective component. Visual inspection of the thermogard console was performed. No physical damage was observed. The event logs were reviewed and revealed multiple tcmid:05 and tcmid:07 error messages have occurred; thus, confirming the reported complaint. During initial functional testing, thermogard ivtm console failed due to tcmid:05 and tcmid:07 error messages displayed upon powering on. To remedy these errors, the lm34 temperature sensor needs to be replaced. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (serial #(B)(4)) generated an alarm but the type of error code was unknown. The customer used another thermogard system to continue the treatment without a significant delay. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.